Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded noise on the right ventricular (rv) channel, which was oversensed and marked as a non sustained ventricular tachycardia (nsvt) episode, exhibited by a non-boston scientific rv lead. There were also impedances greater than 2,000 ohms. It was noted that no out of range measurements or noise could be created with isometrics and pocket manipulation. Boston scientific technical services (ts) discussed a possible lead or connection issue. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Additional information was provided that the latitude settings were changed to daily monitoring so that the physician could determine if there was a trend on the lead and to better follow what was happening since the clinical observations could not be reproduced.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was provided that the rv impedances had decreased, and the r waves had also decreased. Noise was noted on the rv and shock channels and rv pacing thresholds had increased. Boston scientific technical services (ts) was consulted and discussed the lead measurements had been variable and recommended close monitoring of the lead. Ts also discussed bringing the patient in to the clinic for lead testing. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was provided that a lead revision was performed on the non boston scientific lead. It was noted that the lead was dislodged so a new lead was implanted. No adverse patient effects were reported.

Event description:
Additional information was provided that high rv pacing impedances were again detected on a non-boston scientific rv lead. It was noted that there were multiple stored non sustained ventricular tachycardia (nsvt) episodes due to noise on the rv lead, but pacing thresholds and sensing measurements were still good. It was questioned how to program the device until a lead revision could be performed. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
The device was later explanted and replaced. No adverse patient effects were reported.